Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a cine disc not available error message and the loss of cine function. There is no report of patient injury.